Manufacturer narrative:
Upon disassembly of the device, corrosion and debris was noted on all internal components.

Event description:
The stryker micro drill long straight attachment was sent in for repair and it overheated during testing. No adverse consequence was associated with the event.